Event description:
It was reported that the portex® ultraperc® percutaneous dilation tracheostomy tube cuff was difficult to inflate. No serious injury was reported in connection with this incident.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed sample was received in used conditions without its original packaging and assembled to a tube. Customer?s reported issue was confirmed. Leak was observed coming out of the cuff. The root cause of the reported issue was not determined. A corrective and preventative action was opened to address the reported issue. The investigation shows that trend of cuff leakages downwards after actions performed, no further actions were necessary and the corrective and preventative action was closed. Actions taken to mitigate the reported. As preventive action, manufacturing personnel were notified by the supervisor and quality engineer about failure mode reported by the customer.

Manufacturer narrative:
One blu tracheostomy tube (8 mm) was received in used conditions without its original packaging. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found in the returned sample. For testing a syringe was used to inflate the cuff of the sample and was submerged under water in order to verify for leaks. A leak was observed coming out of the cuff.